Manufacturer narrative:
Corrected data: h6 (type of investigation code "4110" was inadvertently omitted from the previous follow-up report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial report. Correction: h10 reported the device evaluation found that the device had no image. This was incorrectly stated as the device evaluation could not reproduce the customer's event. Image was available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for an evaluation and the customers allegation could not be confirmed. The device evaluation found that the device had no image. The evaluation also found that there were scratched on the top cover of the housing, and the video connector was in fair condition. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii video system center was not taking pictures during preparation for use for an unknown procedure. No patient harm was reported with this event.